Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the infusion adapter c100j experienced leakage at the septum connection during use. The following information was provided by the initial reporter: connected with jms infusion set(with air vent) .n35j was connected on the tip of jms infusion set. Air bubbles got mixed from around the spike needle of jms infusion set.(the air vent was closed) customer commented that the issue didn't occur jms infusion set without air vent. The sales rep requested to proof whether there is any defect on c100j or not.

Manufacturer narrative:
Investigation summary: one sample was returned to our quality team for investigation. Upon inspection of the product, the c100 was fully inserted into the rubber stopper of the infusion bag and no issues or defects were identified. It was noted the IV set used with the adapter is vented. Per the instructions for use for the infusion adapter, the product is not to be used with a vented IV line. If a vented line is used, it is important to ensure the inlet is closed. A device history review was performed for reported lot 1810102, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes a series of testing and inspections during the manufacturing process to ensure the quality and functionality of the device. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be determined. It is possible this incident is related to the vented IV that was used, the inlet was possibly not fully closed during use.

Event description:
It was reported that the infusion adapter c100j experienced leakage at the septum connection during use. The following information was provided by the initial reporter: connected with jms infusion set(with air vent) .n35j was connected on the tip of jms infusion set. Air bubbles got mixed from around the spike needle of jms infusion set.(the air vent was closed) customer commented that the issue didn't occur jms infusion set without air vent. The sales rep requested to proof whether there is any defect on c100j or not.